Manufacturer narrative:
Date of initial report: 2017-03-06 . The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a tubal ligation for sterilization post partum, the surgeon noted the patient had a burn on their skin behind the s-retractor used for visualization. The second-degree burn was topical, 1cmx3cm and treated with silvadene cream. The physician reported that steam from the device jaws may have caused the s-retractor to heat up, causing the burn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.